Event description:
It was reported to Minimed that the customer experienced an open book image for 2 minutes and then the insulin pump turned off after falling into a pool, with a broken part on the battery compartment, water in the battery compartment and on the screen, fluid under the LCD display. The customer reported no adverse event. The event involved product MMT-1884. Troubleshooting was partially performed, including confirming fluid under the LCD display and in the battery compartment, identifying physical damage as a crack on the battery tube side affecting functionality, and confirming that the infusion set and reservoir showed no signs of damage; troubleshooting for fluid in pump and the open book image was declined because the customer did not have the pump available at the time, and the customer was instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and place the pump in storage mode. No harm requiring medical intervention was reported. MMT-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the Puerto Rico manufacturing site has been assigned a MedWatch number from the Medtronic MiniMed Northridge site, per Variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.